Manufacturer narrative:
This lead is not expected to be returned as it has been surgically abandoned, but remains implanted. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it exhibited high impedance issues. The lead was replaced. No additional adverse patient effects.